Manufacturer narrative:
It was communicated to smith & nephew that the user facility has implemented corrective actions to prevent the reoccurrence of this failure in the future.

Event description:
Revision initial surgery was scheduled for the left knee; however right oriented implants were used. The patient was revised the following day.